Manufacturer narrative:
Device not explanted.

Event description:
A serious adverse event was identified from the persist registry. On (B)(6) 2017, a crown prt 21 mm was implanted supra-annularly by mini-sternotomy. Complete annular debridement was conducted. The anterior mitral valve leaflet was calcified and decalcification was performed. The patient exhibited septal hypertrophy. At 123 days after implant, aortic valve endocarditis and syncope was identified. The patient's symptoms were suggestive of stroke, which may have resulted from thromboembolism due to the endocarditis. The device was visualized by CT and reported to be "abnormal". No treatment was provided, and the patient ultimately died. Upon clinical assessment, it was concluded that the device did not directly cause the stroke (and subsequent patient death), but could have contributed to it. The event was not related to the procedure.

Manufacturer narrative:
The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # cna21, s/n (B)(4), were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a cna21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Based on the document review performed, no manufacturing deficits were identified. According to the event narrative provided, the patient presented with a uti with candida species on day 30, and later with endocarditis with candida albicans species. As such, it is likely that the endocarditis, and subsequent stroke and death, developed at a result of systemic infection induced by the uti, and that the event was therefore related to patient factors and not to the device. Furthermore, crown valves are sterilized with a liquid chemical sterilant. The sterilization process is validated to deliver a sterility assurance level (sal) of 10^-6 in compliance with the international standard iso14160:2011. If candida species was present on the tissue valve before sterilization, it would be killed very easily by the liquid chemical sterilant used. The sterilant contains a mixture of glutaraldehyde, formaldehyde and alcohol, all of which are highly effective against candida species. We have validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. In addition, the sterile packaging solution used for shipment of crown valves is a 4% formaldehyde solution; the valves remain in this extremely antimicrobial solution until they are opened during surgery. Therefore, it is not conceivable that a candida could survive on a valve exposed to our sterilant, or the packaging solution.

Event description:
On 20 september 2017, the manufacturer was notified of the following event through the persist patient registry: a crown prt pericardial heart valve was implanted on (B)(6) 2017. On day 30 the patient presented with a uti with candida species that was reportedly resolved. On day 101, the patient presented with aortic valve endocarditis infected by candida albicans, treated by antibiotics without valve reintervention. The tee showed "no typical images of endocarditis, but thickening of the leaflets" was noted. Opthalmaologic examination revealed roth spots in the posterior pole. Worsening of endocarditis with syncope was reported 123 days after implant with CT scan findings of stroke. Syncope may have been a presentation of the evolving stroke. Surgical replacement of the valve was not considered because the patient was a poor surgical risk. On (B)(6) 2017, the patient died, reportedly as an outcome of endocarditis. According to internal clinical assessment, the stroke could have been due to thromboembolism from endocarditis, and although the device did not directly cause the patient's stroke or death, it could have contributed to it. The event was deemed not related to the procedure.